Manufacturer narrative:
Concomitant medical products: product ID: etlw1620c156e, serial/lot #: (B)(4), ubd: (B)(4) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 95mm diameter abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure the patient presented emergently and a CT scan identified a contained rupture with an infected aaa and infected stent graft. The stent grafts were explanted. Per the physician upon implant during the original index procedure it was suspected the patient had a type ia endoleak, a type ii endoleak and a possible tear in the left limb of the graft due to calcium however was not followed up since implant. No additional clinical sequelae were reported and the patient is fine.